Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve their setting issues remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was an intermittent aspiration problem with two systems. This is the first report of two for this facility. Additional information has been requested, but none has been received to date.